Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Potentially, patient comobidities contributed to the event, however, this could not be confirmed. The reported surgery is the result of case-specific circumstances, as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis (as) and baseline atrial fibrillation (afib) with right bundle branch block (rbbb). The length of the membranous septum was measured to be 2.6mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During pre-implantation balloon aortic valvuloplasty (pre-bav), the patient¿s rhythm had changed from afib to complete heart block requiring a temporary pacing. The valve was successfully implanted at depth of 6mm on the non-coronary cusp (ncc) and it was observed before leaving the procedure room, the patient¿s cardiac rhythm had recovered to baseline afib with rbbb. On the following day, the team reported that although the patient¿s rhythm had recovered, a permanent pacemaker was implanted due to the different factors like patient¿s advanced age, baseline rhythm, and the need for pacing during the procedure. This event resulted in a prolonged hospital stay for monitoring of rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The physician doesn¿t believe that the patient or user experienced adverse health consequences due to the performance of the product. The patient was reported to be discharged at the time of follow-up of this report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis (as) and baseline atrial fibrillation (afib) with right bundle branch block (rbbb). The length of the membranous septum was measured to be 2.6mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During pre-implantation balloon aortic valvuloplasty (pre-bav), the patient¿s rhythm had changed from afib to complete heart block requiring a temporary pacing. The valve was successfully implanted at depth of 6mm on the non-coronary cusp (ncc) and it was observed before leaving the procedure room, the patient¿s cardiac rhythm had recovered to baseline afib with rbbb. On the following day, the team reported that although the patient¿s rhythm had recovered, a permanent pacemaker was implanted due to the different factors like patient¿s advanced age, baseline rhythm, and the need for pacing during the procedure. This event resulted in a prolonged hospital stay for monitoring of rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The physician doesn¿t believe that the patient or user experienced adverse health consequences due to the performance of the product. The patient was reported to be discharged at the time of follow-up of this report.